Manufacturer narrative:
This event occurred in (B)(6). Medwatch field phone number was provided as "(B)(6)". Medwatch field occupation - the occupation is patient.

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). A sample from the patient's left hand was tested on the meter, resulting as 5.6 inr. A sample was collected from the same finger prick on the left hand and tested on the meter, resulting as 4.8 inr. A sample was then collected from a new finger of the left hand and tested on the meter, resulting as 4.3 inr. A sample was collected from the patient's right hand and tested on the meter, resulting as 6.3 inr. A sample was collected from the patient's left hand and tested on he meter, resulting as 5.9 inr. All tests were performed within a span of 10 minutes. No adverse events were alleged to have occurred with the patient. The patient's product has been requested for investigation and replacement product was sent to the patient.

Manufacturer narrative:
The patient's strips were returned for investigation. The returned strips were measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips 1.9 inr, retention meter and customer strips: 1.9 inr. Donor #2: retention meter and master lot strips: 3.7 inr, retention meter and customer strips: 3.7 inr. The maximum difference between measurements with the same blood sample was 0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
Relevant retention test strips (lot 286323) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.